Event description:
During the atrial fibrillation procedure, noise was noted on the on the recording system which caused a delay. Troubleshooting did not resolve the issue. The ablation catheter was replaced with some improvement noted, however, some noise was still present. Ablation continued using the precision system, however, the signals were not as expected. The procedure ended before complete isolation of the last vein. The procedure was considered successful and the patient is in recovery.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. A simulated ablation test was conducted and no noise was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise and procedure delay remains unknown.